Manufacturer narrative:
The dentist wanted to insert the battery into the device for the first start up. She has removed the protective foil around the battery pack before inserting the rechargeable battery. Very probably, a shortage of the battery occurred during insertion and the shortage wire got very hot. By the scare, the device fell to the ground and separated into pieces. The dentist suffered a very small, 3rd degree burn on her left hand middle finger. She went to see a doctor and had to close the dental surgery for that afternoon. Out of an abundance of caution this incident is reportable according to 21 cfr 803. The FDA defines this as a serious injury. As the dentist reports seeking secondary care and the likely hood of the reoccurrence if the foil/packaging around the battery is removed. (B)(4).

Event description:
Small 3rd degree burn on dentist's finger.